Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Four photos were received for evaluation. The first photo shows a top view of the three-way silicone catheter and the syringe. The next two photos zoom into the deflated balloon and catheter cap. The last photo shows the tray's label. Received 1 all-silicone temp sensing foley catheter with syringe. The balloon was inflated with the returned syringe and 10ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Balloon concentricity was within specification. No leaks. The syringe was connected, and the balloon passively deflated in 33 seconds. Per visual inspection it was evidenced the thermistor slightly above shaft surface close to the funnel, this event will be investigated. The reported event was not confirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during intraoperative use there was spontaneous removal due to leakage of sterile distilled water during surgery. It was noted that the given lot# was myhz3300.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during intraoperative use there was spontaneous removal due to leakage of sterile distilled water during surgery. It was noted that the given lot# was myhz3300.